Manufacturer narrative:
Additional information: e1, g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported power issue and subsequent delay remains unknown.

Event description:
Additional information received confirmed an amplifier from another room was used to complete the procedure which is not considered a delay.

Manufacturer narrative:
Additional information: b5, h6, h11. Additional information received confirmed an amplifier from another room was used to complete the procedure which is not considered a delay.

Event description:
During the procedure with the patient prepped, a power problem occurred causing a delay in procedure. There was no led light at the back of the amplifier when the system was powered on and the transformer led shows green. Multiple ports of the transformer were tried, however it still did not light up. Attempts to connect directly to the wall socket did not resolve the issue, the amplifier was unable to boot up.